Event description:
Reporter alleged she obtained a reading of 285 mg/dl on the aviva system and took 10 mg of glipizide. Reporter alleged 15 minutes after the first reading, he obtained another reading of 175 mg/dl on the same system and took another 10 mg of glipizide. Reporter stated that 5 minutes later, he felt weak and fell on the floor. Reporter stated that his family called the paramedics because he was unresponsive but he does not recall the treatment they administered to him. Reporter stated when he recovered 15 minutes later, he was advised to eat. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.